Event description:
An industry customer in the united states notified biomérieux of a false positive result in association with the bact/alert® iast culture bottle (ref. 412990, lot 0004100295) when testing an advanced therapy medical product (atmp) sample of apheresis peripheral blood stem cells (leukocytes/cd34+). The customer stated the sensor of the culture bottle was yellow; the bottle was removed from the bact/alert® 3d instrument, and the contents were gram stained and sub-cultured. Results negative. The customer confirmed the culture bottle was stored at room temperature prior to use, and when loaded on the bact/alert® 3d instrument maintained an incubation temperature between 36.7°c to 36.8°c. The customer stated no temperature alarms or excursions were observed during the incubation. Biomérieux customer service has requested the customer¿s back up data. There is no adverse patient impact, the customer confirmed the cells are cryopreserved and thawed prior to infusion. Biomérieux will initiate an internal investigation.

Event description:
An industry customer in the united states notified biomérieux of a false positive result in association with the bact/alert® iast culture bottle (ref (B)(4), lot 0004100295) when testing an advanced therapy medical product (atmp) sample of apheresis peripheral blood stem cells (leukocytes/cd34+). The customer stated the sensor of the culture bottle was yellow; the bottle was removed from the bact/alert® 3d instrument, and the contents were gram stained and sub-cultured. Results negative. The customer confirmed the culture bottle was stored at room temperature prior to use, and when loaded on the bact/alert® 3d instrument maintained an incubation temperature between 36.7°c to 36.8°c. The customer stated no temperature alarms or excursions were observed during the incubation. Biomérieux customer service has requested the customer¿s back up data. There is no adverse patient impact, the customer confirmed the cells are cryopreserved and thawed prior to infusion. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
Complaint investigation (B)(4) was initiated in response to one customer complaint relating to several instrument false positive culture bottles on their bact/alert® 3d with control module serial number (B)(6). The complaint is from an industry healthcare cellular advanced therapies customer, (B)(6) located in the united states, with contact date 07mar2022. The customer¿s sample is apheresis peripheral blood stem cells (leukocytes/cd34+) and they reported six false positive bottles in three different bottle lot numbers. Three complaint cases were created and referenced to this investigation, see list below. Case number ticket no. Contact date product name batch number expiration date. (B)(4) (B)(6) 3/7/2022 bact/alert I fa plus - 412990 0004100295 6/4/2022 (B)(4) (B)(6) 3/10/2022 bact/alert I fn plus - 412991 0004057591 6/16/2022 (B)(4) (B)(6) 3/10/2022 bact/alert I fn plus - 412991 0004057877 9/7/2022 ---investigation--- complaint trend analysis: lot number queries of the complaint database performed for the three lot numbers did not find any trend. An error code query performed for the false positive error code did not find any adverse trend in the last 12 month prior to the complaint contact date to the date performed ((B)(6) 2022). No product returns or retains were requested or tested for this investigation, as the issue is not thought to be related to the bottle lots. Customer data review: the manufacturing batch records were not reviewed for this investigation as the graphs indicate the issue is not related to the reagent. A data backup was not provided by the customer. Identify and verify root causes: the investigator used the five why¿s root cause analysis tool and reviewed the six bottle graphs provided by the customer. Three most likely root causes were identified based on the information provided by the customer. The six bottle graphs looked different whereby two bottles loaded within the same month (dec and mar) looked to be related to two different root causes (#1 and #2) and the bottles loaded in feb looked to be related to root cause #3 below. 1. The high cell count and cellular activity affected of the sample the sensor and triggered a false positive result. Possibly the cell wash ¿plasm-lyte¿ could be interacting with the sensor. 2. The customer¿s loading and unloading pattern caused a change in the rack temperature that impacted the bottle readings of bottles already under test and triggered a false positive result. 3. An instrument issue is present such that an instrument rack or cell is causing noise in the readings that leads to a false positive result. Review of instructions for use: the aerobic ifa plus and anaerobic ifn plus industry culture bottle ifus were reviewed (document numbers (B)(4)) by the investigator and found to be adequate with no revisions needed. ---conclusion--- the investigator used the five why¿s root cause analysis tool and reviewed the six bottle graphs provided by the customer. Three most likely root causes were identified based on the information provided by the customer. 1. The high cell count and cellular activity affected of the sample the sensor and triggered a false positive result. Possibly the cell wash ¿plasm-lyte¿ could be interacting with the sensor. 2. The customer¿s loading and unloading pattern caused a change in the rack temperature that impacted the bottle readings of bottles already under test and triggered a false positive result. 3. An instrument issue is present such that an instrument rack or cell is causing noise in the readings that leads to a false positive result. Requested action for lcs 1. Follow up on the rack with noisy graphs and have fse evaluate if it is loose, if cell clips are tight, and if cells are clean and perform a calibration. 2. Review the bact/alert 3d user manual appendix c best practices to prevent false positives with customer. 3. Encourage customer to provide a 3d backup for any future complaints, as it is needed by customer service to be about to fully evaluate issues. 4. Encourage customer to load in small batches and spread new bottle loads out so that only one new bottle is being loaded in a rack that already has bottles under test. Keep drawer open less than 2 minutes to avoid error fault 20 and heat loss in the instrument. 5. Ask customer to review sample volumes as the amounts they reported varied from 1.0 to 5.1 ml. For samples with higher cell counts, a lower sample volume may prevent risk of a false positive due to cellular activity. Assess if the cell wash solution ¿plasm-lyte¿ may be interacting with bottle sensor.